Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that the right ventricular (rv) and atrial leads showed episodes of noise that resulted in over-sensing. Re-programming resolved the issue and the patient was stable. Manufacturer report number is 2017865-2018-14627.